Event description:
A malfunction was reported on a pump by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions, assisted the caller in resetting the pump, and the malfunction code did not recur, allowing the customer to continue using the pump. Caller was advised to contact support again if any malfunction reappears and confirmed understanding of the instructions.